Event description:
The facility reports two nursing aides placed a resident on the trolley for bathing. They remember the side rails clicking into place after they were raised. They then secured the resident with the safety straps. The resident was then transported to the shower room. The safety straps were undone and the resident was bathed. The resident was rolled onto the side while one of the aides went to get a towel and the other remained at the back side of the resident. The resident then rolled over onto the side rail, which unlocked, and the resident fell to the floor. The resident was taken to the hospital with a laceration to the head.